Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: "date: (B)(6) 2012, inratio: 4.0, lab: 10.00. Time between testing was minutes. Therapeutic range is 1.5-2.0.

Manufacturer narrative:
Investigation pending.